Manufacturer narrative:
B5 clinical narrative updated.

Event description:
Clinical narrative (updated 2026-6-15). The retention of the 14fr peelaway in the femoral access site is against best practices as noted in the instructions for use. Prior clinical assessment by andreas: a 51 year old male was admitted for elective high-risk percutaneous coronary intervention. An impella cp was placed via the left femoral artery. Following an uneventful placement of the device, the patient began to complain of sharp excruciating pain from left thigh to knee. Distal runoff through the peel away revealed a patent distal vessel with no signs of ischemia. The presumed cause for pain was local nerve interaction with the introducer sheath. As the patient was unable to remain still, the percutaneous coronary intervention was aborted and the pump removed. Pain resolved upon removal of peel away. Hemostasis was achieved with 2 perclose devices, manual compression, and balloon tamponade. Visual inspection of the peel away upon explant revealed no abnormalities.

Manufacturer narrative:
Section d suspect medical device has been updated.

Event description:
A 51 year old male was admitted for elective high-risk percutaneous coronary intervention. An impella cp was placed via the left femoral artery. Following an uneventful placement of the device, the patient began to complain of sharp excruciating pain from left thigh to knee. Distal runoff through the peel away revealed a patent distal vessel with no signs of ischemia. The presumed cause for pain was local nerve interaction with the introducer sheath. As the patient was unable to remain still, the percutaneous coronary intervention was aborted and the pump removed. Pain resolved upon removal of peel away. Hemostasis was achieved with 2 perclose devices, manual compression, and balloon tamponade. Visual inspection of the peel away upon explant revealed no abnormalities.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.